Event description:
Patient reported he is in the hospital due to low blood glucose. Patient alleges pump is giving him too much insulin. Patient stated his wife and daughter called the ambulance and he was taken to the hospital. Patient reported his blood glucose reading was in the 30's mg/dl in the ambulance. Patient was treated with an IV and glucose. Patient does not recall the incident. Patient was hospitalized from (B)(6) 2015. Patient stated after release he again experienced low blood glucose level the next morning. Patient reported he had a reading on his meter of 248 mg/dl, ordered his food and had a seizure ten minutes later; paramedics were called and tested his blood glucose level at 24 mg/dl 20 minutes later and then treated him with a glucose shot to the arm. Patient did not go to the hospital. Requested return of the alleged pump for evaluation and replacement was sent.